Event description:
It was reported the right ventricular lead impedance measurements were high one day post implant. Follow up with the physician's office was conducted and it was disclosed the patient had been seen twice since the implant and the impedance measurements were stable. The device system was functioning normally and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).